Event description:
It was reported that the gastrointestinal videoscope had error315(incompatible scope error). The issue had occurred during inspection for use. There was no report of patient involvement.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d8, h2, h3, h6, h11 corrected fields: e1 the device was returned to olympus for inspection, and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: b30 scope communication error occurs a definitive root cause could not be identified. Based on the results of the investigation, it is likely the most probable cause for reportable malfunction was could not determined and additionally for b30 scope communication error was traced due to corrosion on plug unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.